Event description:
The stryker irrigator started leaking water, then it sounded like the button of the device was pressed, but no one was pressing it. The surgical tech checked to see if it was stuck on irrigate or suction mode, but it wasn't. The circulator turned off the neptune to see if the noise coming from the device would stop. The circulator had to remove the batteries from the device in order for the loud volume of noise coming from the device to stop. A new irrigator was opened to the field. Old one was saved in a biohazard bag and placed in the soiled utility room.